Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's right ventricular (rv) electrogram (egm) was clipped and overgained. The auto gain correct and calibration did not correct the issue. The programmer had to be restarted because the current of injury could not be measured due to the compromised egm signal. The issue was resolved after the restart. The programmer remains in use. No patient complications have been reported as a result of this event.